Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that phenomenon, ¿the device was turned off 5 mins later due to defective g1 board¿, occurred due to the faulty printed circuit (g1) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the power module of the high-definition liquid crystal display (lcd) monitor did not work and so the screen blacked out often. When the screen was replaced, it worked as intended. The reported problem was found during preparation for use for an endoscopic retrograde cholangiopancreatography (ercp) procedure. The therapeutic procedure was completed with a similar device without any delay. The patient was not under anesthesia. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus. An evaluation of the returned device at the repair center confirmed the customer allegation. The device turned off within five minutes due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.